Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The device history record review could not be performed as the records could not be identified.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records has been requested. The investigation of the complained pliers found that a small splinter has broken off on the tip of the upper jaw. The pliers show marks of often and forcible use. The microscopic investigation of the broken surface does not show any anomalies of material structure. We suppose that mechanical overloading situation led to the breakage. The instrument was produced and distributed more than five years ago. We consider this complaint to be normal wear and tear.

Event description:
Tip of pliers broke off. This is 1 of 1 report for event (B)(4).